Event description:
A customer contacted beckman coulter inc. (Bec) reporting that their coulter lh 750 slidemaker had a blood leak that was contained within the instrument. The operators were wearing personal protective equipment (ppe) consisting of gloves, gown and goggles at the time of the incident. No injury or exposure was reported. There was no impact to patient samples.

Manufacturer narrative:
A field service engineer (fse) went on-site the day of the event and stated that no leak was present at the time of site visit, but cleaned up signs of old leak. Per fse, a technician had slides piled up under the dispense probe area that were pushed by the moving truck due to which rinse block (rb1) came out of the mounting brackets. The technician reinstalled rinse block rb1 which resolved the issue but did not clean up the spilled fluids below the rinse block. Another technician later discovered the fluids and initiated service call. The cause of the leak was the rinse block (rb1) that was pushed out of mounting brackets by a pile up of slides. (B)(4).